Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. It is unknown if there was any insulin given following the receipt of the high result. The consumer allegedly experienced a hypoglycemic event not requiring medical intervention. The consumer's parent discarded this vial of test strips. The test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical has been advised the test strips in question will not be returned for evaluation.